Event description:
Related manufacturer report number: 2017865-2023-17552. It was reported prior to routine generator exchange that the atrial lead exhibited oversensing due to noise. During procedure, insulation breach was noted on the right ventricular lead. The breach was successfully repaired. Both leads remain implanted and will continue to be monitored. The patient was stable and asymptomatic.